Event description:
The surgeon reported via our sales rep., the thread had come loose from the banjo screw in the bone of the pt when the surgeon was trying to insert the screw.

Manufacturer narrative:
Device will not be returned for evaluation. X-rays were returned. If additional info is available, it will be provided on a supplemental report.